Event description:
Patient reported having jaw discomfort, sensitivity with their canine teeth and discomfort with crowned tooth. The patient visited their dentist and found out to have resorption in #30 and #31. These teeth will be extracted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.